Event description:
It was reported that the customer had unexplained low blood glucose. Caller stated that the insulin pump is over delivering, because the programming history is showing more boluses than the ones he had programmed. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive button press due to corroded keypad trace. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, and occlusion tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.